Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h7, h9, h11. The device was not returned to olympus for inspection. Therefore, the reported phenomenon and condition of the device could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the probe breakage was caused by contact with other equipment or the grasping section as shown below. Contact with non-insulated area of grasping section: the grasping section was closed without grasping any tissue while the ultrasonic output was activated (including after tissue resection), leading to wear on the tissue pad. Due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. Ultrasonic output was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. Force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. Force was applied to the probe, causing it to break. Contact with a surgical instrument: during the ultrasonic output, the probe came into contact with hard tissue, metal objects, or surgical instruments. Scratches appeared on the probe. Force applied to activate the ultrasonic output or to grasp the tissue resulted in cracks forming at the scratched area. Force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy, the probe tip of the subject device broke. It took 1 hour to find the broken tip. Upon further follow up by olympus, additional information was received from the customer indicating that the probe tip fell into fats inside the patient. With the help of the c-arm, the tip was located and was retrieved with forceps. No contrast dye was used with the imaging. The patient was under general anesthesia and remained hemodynamically stable without complications from the prolonged procedure. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.